Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot# 1020214287 expiration date: 10/2016. Control solution lot# 1030514339 range: 82-127 mg/dl. Nova max test strip insert-quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of the investigation, a f/u report will be filed.

Event description:
The consumer called into customer support to report that "...she felt her blood glucose readings were too high..." Consumer reported that as a result of the readings she went to a clinic to have them check her blood glucose level. During the first call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use.